Event description:
It was reported that, "patient presented with poor rom. Insert down sized to a #3, 9mm triathlon cs."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.